Manufacturer narrative:
H10: the device was used during treatment when case exited suddenly. The log files and case screenshots were returned for evaluation. Device history record review found that the software version (navio rc-6103) had been validated. A complaint history review found similar complaints of the reported issue and it will continue to be monitored. This failure has been identified in the risk file. The surgical technique guide released at the time of the complaint (pn (B)(4) provides instructions that cover in the event of system crash. The relationship of the device and the reported event has been established. Review of the log files confirmed that the system crashed after entering femur free collection and collecting a couple of points. Therefore, the root cause of the reported event was due to software failure. This issue is being investigated by the software engineering team. Per complaint details, the device malfunctioned during use. Based on the information provided, the surgeon aborted the procedure and completed the case with manual instrumentation. The reported surgical delay did not result in patient injury/impact as the procedure was completed; therefore, no further medical assessment is warranted at this time.

Event description:
It was reported that during femur paint collection screen went white all of a sudden, then system error popped up and kicked out of the case. Doctor went with a manual procedure because didn't want to re-do everything.